Event description:
It was reported that the patient was getting a shocking or jolting sensation. The patient was feeling a shocking sensation from his "head to his toe." The patient felt like he was "sitting on a pair of christmas lights," and like someone hit him in the back really hard. It was also reported that the patient's face felt numb. When the patient tried to use the bathroom, the patient was "sweating in the region of his body around his hips." The implantable neurostimulator was currently on and at 6 volts. The shocking sensation was "easing up a little bit," but there was still a heavy feeling on his face and head. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v817056, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).